Event description:
Boston scientific received information that this left ventricular (lv) lead displayed impedances over 2000 ohms and loss of capture because the lead was fractured. The physician reports these findings two years ago, at that time the lead was programmed off. The lead was removed from service during a procedure to change out the device for normal battery depletion. The field reports that as a result of the lead fracture the patient's heart failure symptoms began to slowly return. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed on the lead. The lead conductor coils are fractured approximately 438-439mm from the terminal pin. This fracture appears to be just distal of the suture sleeve tie down area.